Event description:
A site representative reported that while in a procedure, in the navigate task, their system became unresponsive; the keyboard and mouse locked-up. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information confirmed unavailable from the site. Provided device manufacture date. The computer was returned to the manufacturer for analysis. The computer booted to login screen as expected. The software application used in the reported event was launched and it performed as expected with no performance issues encountered. The computer data showed a healthy disk with no errors. The computer was used over an extended period and was fully functional. The reported event could not be duplicated by medtronic personnel. The computer was replaced at the site and there were no further issues reported.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. Device manufacturing date is unavailable at this time. A medtronic representative, following-up with the site, reported that the site re-started the computer and continued with the surgery to completion. RMA issued. Replacement computer shipped to site (B)(6) 2013. No parts have been returned to manufacturer for evaluation.